Event description:
Customer has lost confidence in these particular lot numbers. Every catheter tried would drift down into negative numbers. When user pulled out the catheter, it would still be a negative number.